Event description:
It was reported that a balloon rupture occurred. The patient underwent percutaneous coronary angioplasty. The target lesion was severely stenosed and located in the proximal third of the left anterior descending artery. After deployment of a drug-eluting stent, a 4.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during inflation at 12 atmospheres, the balloon failed to expand due to a hole. The device was replaced with another of the same length and diameter, and the procedure was completed. There were no patient complications. It was further reported that the target lesion was 80% stenosed, mildly tortuous, and severely calcified. Additionally, the balloon ruptured during inflation for 10 seconds. The patient condition was stable post-procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation results: device analysis findings: nc emerge mr, ous 4.50mm x 12mm catheter was returned for analysis. A visual, tactile, and microscopic was performed on the returned device. Visual and microscopic examination of the balloon material identified a 7 mm longitudinal tear on the balloon, located 8 mm from the distal tip. Visual and tactile examination of the hypotube shaft identified no issues. No issues identified with the outer / mid-shaft sections of the device. A microscopic examination of the extrusion identified no issues. A microscopic examination showed no signs of tip damage and no damage to the proximal and distal markerbands. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. Based on the event description, it is most likely an interaction occurred between the balloon and the patient anatomy which caused/contributed to the reported event. The patient anatomy was mildly tortuous and severely calcified artery, which likely led to the balloon burst.

Manufacturer narrative:
E.1.: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The patient underwent percutaneous coronary angioplasty. The target lesion was severely stenosed and located in the proximal third of the left anterior descending artery. After deployment of a drug-eluting stent, a 4.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during inflation at 12 atmospheres, the balloon failed to expand due to a hole. The device was replaced with another of the same length and diameter, and the procedure was completed. There were no patient complications.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The patient underwent percutaneous coronary angioplasty. The target lesion was severely stenosed and located in the proximal third of the left anterior descending artery. After deployment of a drug-eluting stent, a 4.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during inflation at 12 atmospheres, the balloon failed to expand due to a hole. The device was replaced with another of the same length and diameter, and the procedure was completed. There were no patient complications. It was further reported that the target lesion was 80% stenosed, mildly tortuous, and severely calcified. Additionally, the balloon ruptured during inflation for 10 seconds. The patient condition was stable post-procedure.